Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the control-iq algorithm delivered an auto-bolus in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was 140 mg/dl, and the meter bg reading was "low" (specific value was not provided). As a result of the auto-bolus, customer's blood glucose (bg) level decreased more, but customer was unable to provide a specific value. Customer consumed carbohydrates and experienced a "hypoglycemic seizure." Customer was transported to the emergency room and subsequently hospitalized. Customer was treated with intravenous fluids of saline and was released from the hospital the same day with the issue resolved and no permanent damage. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.